Event description:
Surgeon was attempting to take care of the aneurysm in the superior mesenteric artery (sma). A 7fr sheath was advanced into the sma artery over a guide wire and the stent was advanced into the sma to cover the aneurysm. Several contrast injections were performed to ensure proper placement of the stent, however, upon deployment and removal of the balloon somehow the stent became partially lodged into the sheath. Attempts were made to drag the stent into the sheath. The entire delivery system was removed to the right groin where a cut down was performed to remove the stent.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.